Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness and an open bleeding sore. The patient reported sweating a lot. There was no alleged device malfunction contributing to the irritation. The patient's rn suggested the patient try aloe vista and the patient's doctor prescribed benadryl and stated the irritation could be caused by one of the patient's medication. The medical outcome is unknown. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness and an open bleeding sore. The patient reported sweating a lot. There was no alleged device malfunction contributing to the irritation. The patient's rn suggested the patient try aloe vista and the patient's doctor prescribed benadryl and stated the irritation could be caused by one of the patient's medication. The medical outcome is unknown.